Event description:
On (B)(6) 2013, the patient contacted animas to report that the subject pump was not beeping or vibrating when obtaining no prime warnings. The patient stated he only becomes aware of the no prime warning because he looks at pump display for different reason. The patient reported that the most recent time he obtained no prime warning and was not alerted to alarm he felt sleepy. When he checked his blood glucose he obtained a result of 133 mg/dl. The patient stated he bolused via the pump in response to the elevated bg result. At the time of troubleshooting, the patient confirmed he was obtaining audio/vibratory alarms for low cartridge and low battery alarms. Review of pump settings confirmed alarm settings set to high. The alleged issue remained unresolved. The patient was advised to use backup plan. The patient¿s reported bg reading and symptom do not meet animas criteria of a serious injury. However, this complaint is being reported because the alleged sound issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: during investigation, the powered on with the audio and vibratory functioning properly. During testing, several types of alarms were tested and all functioned correctly. The pump was opened pump and no defects were found to the audible and vibratory circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.